Event description:
The spouse of a home pt reported the pt's 12 foot extension line accidentally became disconnected from the transfer set during the use off the homechoice device. Per the spouse, treatment was discontinued at the time and finished with a manual exchange. Per the spouse, the home pt was treated with prophylactic antibiotics for 3 days. Per the spouse, no pt injury was associated with this incident.